Event description:
It was reported the patient experienced a loss of therapeutic effect. The stimulation worked for a couple of days after implant and then the stimulation changed. The stimulation was felt in the left upper body area then the upper rib cage and then the left chest area. The patient's leads have been revised several times and work for a couple of days, but go back to the same stimulation. The stimulator has been off and the last recharge was about 1.5 to 2 yrs. The patient tried to turn the stimulator on a few days ago and did not receive any response from the patient programmer or the recharger. The patient was at home at the time of the report.